Manufacturer narrative:
The investigation for the low pump flow and the thrombus has been completed. The pump was not returned for investigation. The data log shows the fiber torque trend on the 5s optical signal parameter on the 13th day of use, followed by the placement signal not reliable (psnr) alarm, which is related to an optical signal issue. No symptoms were reported related to the dp sensor issue or motor current trend during the optical signal issue. Several motor current spikes were reported. After four days of optical signal issues, low pump flow was reported, along with a hike in the placement signal during the motor current spikes. Pump was explanted. Clinical details also suggest the biomaterial buildup during the case. The exact location of the damage was unknown without the product being returned. The cause of the low pump flow issue was most likely biomaterial, based on data log review. The instructions for use for the impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller states the following: section: potential adverse events (united states), ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported a 75-year-old male patient on an impella rp flex needing mechanical circulatory support for high risk surgery. It was reported that the implanted impella rp flex triggered a placement signal not reliable alarm during patient support. The nurse was walked through how to disable the alarm and support with the implanted pump continued. Roughly four days later, flows dropped overnight following swan removal and the motor current fluctuated. The pump was subsequently explanted as a result of a clot ingestion. The patient survived the procedure. There was no additional information provided.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the optical signal issue was most likely damaged optical fiber line, based on data log review. The exact location of the damage was unknown without the product being returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5, h6, and h10.

Event description:
The complainant also reported a placement signal not reliable alarm on their impella rp flex. Placement signal waveforms were intermittent with constant alarms, and the motor current was unchanged.